Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab found that the brim cap, hemostatic valve, and friction ring were found separated from the hub. These findings are MDR-reportable. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent an idvt cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve separation occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - large valve separated from the introducer during insertion. When the sheath was replaced, the issue resolved. The procedure was continued. There was no report of patient consequence. Device evaluation details: the hemostatic valve was found dislodged on the hub of the device, then a second closer inspection revealed small traces of glue residues on brim cap which is evidence that the device was manufactured in accordance with the released manufacture procedures. A device history record evaluation was performed for the finished device 00001214 number, and no internal action was found during the review. The issue related to the hemostatic valve dislodgement was confirmed. The root cause of the hemostatic valve dislodgement could be related to the handling of the device during the procedure; however, this cannot be conclusively determined; the odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where hemostatic valve separation occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath - large valve separated from the introducer during insertion. When the sheath was replaced, the issue resolved. The procedure was continued. There was no report of patient consequence. The valve did not break into pieces. The sheath was inserted into the patient¿s body at the time of the event. No blood return was observed, and no air entered the body. No surgical intervention was required. The hemostatic valve separation is an MDR-reportable issue.